Event description:
(B)(4). Infusion pump reported to have infused twice the amount of fluids than what was programmed. After review of incident and testing, it was discovered to be user-error. During the testing of the device it was noted the infusion tubing used during the incident did not accompany the pump for a through retesting of the malfunction. Reported voluntary medwatch from (B)(6).

Manufacturer narrative:
Investigation results: the pump involved in this event was not evaluated by the MFR. All attempts to contact the reporting facility and obtain further details of the event and confirm their investigation findings (user error) were unsuccessful. A review of the device history revealed no complaints reported to b braun medical for pump serial (B)(4).